Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating the device exhibited a therapy knob test failure. Available information indicates that the therapy knob test failure occurred after the user performed an operational check. Biomed conducted another operational check, and no error messages were observed. The philips fse further evaluated the device onsite and both the operational test and therapy knob test passed without issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue could not be reproduced. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.